Manufacturer narrative:
The field service engineer (fse) found that the cable of the carrier assembly sensor was broken causing an electrical short circuit. He replaced the carrier assembly. The fse performed a mechanical check of the carrier and observed normal operation. The service action (replacing the carrier assembly) resolved the issue. The root cause was due to a broken cable of the carrier assembly sensor causing an electrical short circuit.

Event description:
We received an allegation that the gripper finger on a cobas e411 disk was "hot" while the user examined it. While performing qc, the user received an error ( gripper finger didn't open) message and noticed that part of the gripper was detached and the gripper finger was "hot".